Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated, infrarenal, and three (3) limb extensions were implanted to treat an abdominal aortic aneurysm. The patient was previously reported in 2016 to have a type iiia and iiib endoleak, where the stent graft was relined. The patient returned 5 years post-op showing the presence of another potential type iiib endoleak. A secondary intervention was planned for (B)(6) 2018 to treat the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.